Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the electromagnetic interface box displayed an error message. When the emitter was disconnected, the fault cleared. The representative then returned to the site and replaced the emitter. The system then passed the system checkout and was found to be fully functional. The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that a red status appeared when the emitter was connected to a known operational electromagnetic interface box. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), ubd: 30-apr-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case the site could not register the patient. A representative found that both the emitter and axiem box had a fault. There was less than an hour delay to the procedure. The surgery and navigation was ultimately aborted for the procedure. There was no reported impact on the patient's outcome.